Manufacturer narrative:
(B) (4).

Event description:
The pt fell onto his shoulder blades over a year ago. He started to feel pocket stimulation around (B) (6) 2009. The sensation wasn't painful and he felt it while sitting on the couch. The pt also experienced shocking/jolting a month ago. It happened while he was sitting and leaning towards his left side, where the ins was implanted. The pt had great stimulation coverage. Impedance measurements were 648-839 ohms measured at 3v and 450pw. Therapy impedance was 531 ohms and current was 87. Further info is being requested at this time.